Event description:
A distributor reported that the pump battery would not charge despite using a tandem charging cable and a different wall adapter. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the technical support team decided to replace the pump.